Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements measuring, greater than 2,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were several of ventricular tachycardia (vt) events in which there were observations of noise that was being oversensing resulting in pacing inhibition. Technical services could not tell if there was pacing inhibition of greater than two seconds. Review of device data found no events prior to the lss when programmed in bipolar. At this time, this system remains in service. No adverse patient effects were reported.